Event description:
It was reported when using the bd pyxis medstation es system the user was not able to inventory glucagon caused a delay to retrieve medication to patient. The customer added that it showed insufficient privilage user cannot act as witness when another user tried. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected information: b5, d1, d4, e2, e3, g1, h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to inventory glucagon caused a delay to retrieve medication to patient. A technical support specialist (tss) logged into the server and station, ran a device inventory report using sql, and retrieved event logs. An inventory attempt was made but failed due to improper witness permissions. The engineer reviewed the user roles and confirmed that none had the necessary rights for independent inventory or for witnessing non-controlled medications. Finally, the tss shared those findings with the customer. After sending three follow-up queries without receiving a response from the customer, the case was closed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user was not able to inventory glucagon caused a delay to retrieve medication to patient. The customer added that it showed insufficient privilage user cannot act as witness when another user tried. However, there were no adverse events or injuries reported based on this event.